Manufacturer narrative:
Other, other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an air in line message. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a cracked rear housing on the side of the ac connector and dose connector along with a contaminated upstream sensor due fluid ingression. The tamper seal was not broken. Review of the event history log (ehl) showed an air in line alarm. An air detector test was performed as part of the functional test and the reported issue was duplicated. The air detector was inoperable. As a result, the air detector was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.